Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the patient¿s leads were explanted and replaced on (B)(6), 2022. Effective therapy was established post-operative.

Manufacturer narrative:
A4 patient weight was added to the report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2021-13649. It was reported that during ipg replacement procedure on (B)(6) 2021 (related manufacture report number: 3006705815-2021-02099 and 3006705815-2021-02100), it was noted that one of the patient¿s cervical leads was showing high impedances. The company representative did not have replacement leads during the procedure. As result, the patient may undergo surgical intervention on a later date.